Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe there was an issue with labeling error. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one photo depicting a 3ml syringe. The print at the 1 1/2 marking is illegible. The illegible print observed is rejectable per product specification. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: the potential root cause for the illegible print defect cannot be determined based on the photo provided. It is difficult to determine if the defect was created at the printing or assembly process without having the actual sample to evaluate. It is possible that few non-conforming syringes were not detected during th processing but unlikely that the entire quantity mentioned by the customer will be affected. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported with the use of the bd¿ syringe there was an issue with labeling error. There was no report of injury or medical intervention.